Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8578 serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter product ID 8709 lot# j10956r16 implanted: (B)(6) 2001 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 4 mg/ml dilaudid at 0.3710 mg/day, 270 mcg/ml baclofen at 25.04 mcg/day, and 20.0 mcg/ml sufentanil at 1.855 mcg/day via an implantable pump for non-malignant pain. It was reported that there was a suspected catheter blockage or leak. Additionally, the hcp was not satisfied with the quantity of cerebrospinal fluid (csf) prior to scheduling the pump replacement and catheter revision. The pump and part of the catheter was replaced. It was believed that there was a leak somewhere in the drug delivery system. The catheter was examined and the hcp decided to replace the pump segment and part of the spinal segment. The hcp was informed the pump was less than a year old, however the decision was made to replace the pump for good measure as it was suspected that the patient was not getting 100% drug delivery. It was also noted that the patient had a history of a weakened immune system. There were no environmental, external, or patient factors may have led or contributed to the issue. It was noted a catheter access port aspiration attempt was performed prior to scheduling the replacement. The event date was asked, but unknown. No symptoms were reported. The issue was resolved and the patient was noted to be "alive - no injury". No further complications were reported or anticipated.